Manufacturer narrative:
(B)(4). Medical device (UDI): n/a. Concomitant medical products: catalog #: 00598003701, stemmed tibial component , lot # 61808210. Catalog #: 00576401551, femoral component , lot # 61850234. Catalog #: 00579104100, headed screw 48 mm length, lot # 61823828. Catalog #: 00596009900, taper stem plug, lot # 61807327. Catalog #: 00111214001, palacos r 1x40 single, lot # 71694257. Catalog #: 00596403212, articular surface size ef, lot # 61861452. Catalog #: 00596403210, articular surface size ef, lot # 61654031. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00138, 0002648920-2019-00312, and 0001822565-2019-03620. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that patient underwent left total knee arthroplasty approximately 8 years ago and subsequently is experiencing popping, swelling, pain and loosening.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed due to x-ray visual. Device history record was reviewed and no discrepancies relevant to the reported event were found. External radiologist reviewed provided x-rays and identified activity that may represent a small focus of loosening. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.